Manufacturer narrative:
The user experienced hyperglycemia resulting in dka and emergency medical evaluation while not using the ilet. This situation can result in acute metabolic decompensation requiring urgent medical treatment and is consistent with the reported ER visit and same-day discharge. Engineering log review was not available for the reported event date due to lack of recent device sync. The user reported the ilet was not in use due to a previously destroyed device, and no device malfunction was identified for this event. Based on available information, the event was attributed to non-device-related factors, specifically interruption of insulin therapy while off the ilet. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 03-mar-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose reported as 238 mg/dl, resulting in an ER visit and diagnosis of dka. The user was transported by emergency medical services, treated, and discharged the same day. The user recovered and was not using the ilet at the time of the event.